Manufacturer narrative:
Returned product consisted of an nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 19cm distal of the strain relief. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported kink.

Event description:
Reportable based on device analysis completed on 23-apr-2021. It was reported that shaft kink occurred. The target lesion was located in the left anterior descending artery. A 12mm x 2.50mm nc quantum apex balloon catheter was selected for use. While the device was being advanced in the lesion, the shaft kinked. The device was removed and the procedure completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a shaft break.